Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was 40 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer received emergency medical assistance due to the low blood glucose. It was report that the insulin pump over delivered insulin and the insulin pump gave almost 100 units. It was report that the customer stayed for 4 hours in the hospital and discharged when her blood glucose stabilized. It was informed that when customer received compromised force sensor system alarm and she just cleared the alarm and changed the set and kept using insulin pump.

Manufacturer narrative:
Device was unable to prime and then alarmed a33 at 4.0 lbs during the prime or a33 test due to faulty force sensor resistor. Unable to perform the occlusion test, basic occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly and a33 alarm. Unable to verify possible over delivery anomaly or approximately 100 unit delivery anomaly due to prime anomaly and a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind test, self test and a21 error test. Device uploaded properly using care link. There is no data available in the pump trace history file due to the unit did not have a battery installed when received. Drive support disk was inspected and no anomaly was noted. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.